Event description:
It was reported that the patient had an appointment with the clinical engineer at the hospital, as he was unable to hear anything and his external equipment had been checked. Ten days ago, his hearing stopped suddenly. Since then and for the next six days, he was able to hear intermittently for a short time. Four days ago, his access to sound stopped completely. The patient has not received any impact to the ci area. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.